Event description:
The customer reported that insulin from the reservoir leaked possibly past the o-rings. The blood glucose reading was 422mg/dl, and his sugar level was treated with manual daily injections. The customer stated that he did not keep the reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.